Event description:
A user strained her neck and shoulder while attempting to stop a sterilizer load cart from falling off a transfer carriage during the unloading of the sterilizer. The user was treated and released the same day at the hospital where the incident occured. She is currently receiving physical therapy for the injury. The transfer carriage is a accessory to the sterilizer (device) and is used to load/unload sterilizer carts (accessory) from the sterilizer. It is used where carts cannot be loaded/unloaded from floor level. The transfers carriage has a locking mechanism that interfaces with the sterilizer chamber. The transfer carriage was not locked to or became unlocked from the sterilizer in this incident.

Manufacturer narrative:
The locking mechanism on the transfer carriage was replaced and we are trying to locate the suspect mechanism for evaluation. The investigation is in-process and a follow-up report will be submitted at it's conclusion. No conclusion code can be determined until investigation is complete. Have not established device failure mode.